Manufacturer narrative:
Report 9615332-2017-00101 is associated with argus case us2017157822, biotene original oral rinse (original).

Event description:
Patient ingested 4 ounce of biotene [accidental device ingestion]. Ingested with higher dose [accidental overdose] exp date: 4/17 [expired device used]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a patient who received glucose oxidase, lactoperoxidase, lysozyme (biotene original oral rinse (original)) mouth wash (batch number 4e06c1, expiry date 30th april 2017) for drug use for unknown indication. Concurrent medical conditions included mental disorder (patient has mental illness). On an unknown date, the patient started biotene original oral rinse (original) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant), expired device used and accidental overdose. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion, expired device used and accidental overdose were unknown. It was unknown if the reporter considered the accidental device ingestion, expired device used and accidental overdose to be related to biotene original oral rinse (original). Additional information: adverse event information was received on (B)(6) 2017 . The consumer reported the use of biotene oral rinse and stated "patient ingested 4 ounce of biotene. So far no reactions but I just want to know information if there any instructions available in case ingested with higher dose".

Event description:
This case was reported by a consumer and described the occurrence of accidental device ingestion in a patient who received glucose oxidase, lactoperoxidase, lysozyme (biotene original oral rinse (original)) mouth wash (batch number 4e06c1, expiry date 30th april 2017) for drug use for unknown indication. Concurrent medical conditions included mental disorder (patient has mental illness). On an unknown date, the patient started biotene original oral rinse (original) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant), expired device used and accidental overdose. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion, expired device used and accidental overdose were unknown. It was unknown if the reporter considered the accidental device ingestion, expired device used and accidental overdose to be related to biotene original oral rinse (original). Adverse event information was received on 12 october, 2017 . The consumer reported the use of biotene oral rinse and stated "patient ingested 4 ounce of biotene. So far no reactions but I just want to know information if there any instructions available in case ingested with higher dose". This report is being resubmitted to capture corrections. The information was received on 12 october 2017 and is as follows: primary reporter updated to other healthcare professional previously it was captured as consumer also, patient details removed from the case.